Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient went to turn stimulation up and did not feel anything. Patient usually turns it down every day and then turns it back up. Patient had turned the stimulation all the way up to 7.8 volts and they did not feel anything. Patient does have the ability to change amplitude, groups and programs. Patient was told to try increase or decrease amplitude if medically appropriate, but that did not resolve the issue. Patient does not have any other groups or programs to try. No further patient symptoms or complications were reported in this event.